Event description:
Caller reported a malfunction on pump with malfunction code malf 12, but no notable events occurred prior to issue. Blood glucose level did not exceed 500 mg/dl and remained within normal range. Customer received assistance from technical support to reset pump, resolving issue as malfunction code did not recur. Customer was advised to continue using pump and to contact support if problem returns and acknowledged instructions.